Event description:
Donor center indicated that a donor experienced hematuria directly after the plasmapheresis procedure was terminated. Center indicated that during the first cycle of the procedure the operator noticed that the plasma turned red. Red plasma hadn't yet reached the "hb" detect location due to the operator halting the procedure to change the disposable set. Reservoir contents were reinfused and procedure was continued with a new disposable set. During the first cycle of the second set the operator again noticed that the plasma had turned red consequently the operator followed the same procedural steps mentioned previously. The reservoir contents were again reinfused. On the third disposable kit change an "hb" detect alarm occurred. Donation was discontinued and reservoir contents were not reinfused.